Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male had a rash under the front therapy electrode. The patient went to see his family doctor who did not give the patient any medical advice for the rash. The patient stated that the rash was "no big thing" and that "it does not hurt". The patient then alleged that the lifevest disfigured him. The nature of the alleged disfiguration is unknown at this time. The patient had not worn the lifevest since the end of (B)(6). Follow up indicates that the patient was retrained on the lifevest by a zoll representative. The patient stated that he felt more confident and was willing to continue use of the lifevest.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.